Event description:
A customer reported experiencing a cgm error 42 with their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process. After the reset, the cgm error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.